Event description:
Reference number (B)(4). Event occurred in the united states. On 26-jun-2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion at abdomen, therefore he was not able to insert infusion set. The patient also reported that he had adhesive issue it was loose. The infusion set was in use for less than 24 hours. No further information available.